Manufacturer narrative:
PMA/510(k)#: p100022/s014. The zisv6-35-125-6.0-120-ptx stent of lot number c1137216 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. It was confirmed that imaging would not be available to support the complaint investigation. From information provided, it is known that the occlusion was confirmed to be caused by thrombosis and was treated by anti-thrombotic therapy/lysis, no additional stents were placed. The patient¿s pre-existing conditions were not provided with the complaint report. Information was requested but no information could be provided (see patient/event notes). There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. Due to limited information and lack of imaging, a definitive root cause of this event cannot be determined and no other comments can be made. It may be noted that as per instructions for use arterial thrombosis is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided, the thrombosis was treated by anti-thrombotic therapy/lysis and no additional stents were placed. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up MDR is being submitted due to the conclusion of the investigation into this event. Event description: thrombosis event occurred after stenting. Reference also reports # 3001845648-2016-00099, 3001845648-2016-00101, 3001845648-2016-00102 & 3001845648-2016-00103.

Manufacturer narrative:
PMA/510(k)#: p100022/s014. The investigation into this event is currently still in progress. A follow up report will be submitted within 30 days with the investigation conclusions.

Event description:
It was reported by the user that 5 of the zilver ptx stents implanted in the patient were occluded by thrombosis 4 months after the initial procedure. The patient required thrombolysis. Although requested no further details have been received. As 5 stents are suspected to be involved in this event a separate report has been submitted for each suspect device. Reference also reports # 3001845648-2016-00099, 3001845648-2016-00101, 3001845648-2016-00102 & 3001845648-2016-00103.

Manufacturer narrative:
PMA/510(k)#: p100022/s014. The zisv6-35-125-6.0-120-ptx stent of lot number c1137216 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. It was confirmed that imaging would not be available to support the complaint investigation. From information provided, it is known that the occlusion was confirmed to be caused by thrombosis and was treated by anti-thrombotic therapy/lysis, no additional stents were placed. The patient¿s pre-existing conditions were not provided with the complaint report. Information was requested but no information could be provided. According to additional information received on the 10th oct 2016, on the 20th january 2016, a product manager and sales representative visited the customer to investigate the thrombosis incidents. The following was determined: the patients had easy lesions, were mainly claudicants and were not cli (critical limb ischemia). The patients were treated with 5000 units of heparin during the procedure. After the procedure, the patients were prescribed indefinite aspirin treatment in combination with clopidogrel. There was no information about patient compliance to the treatment. The physician stated that the stent was sized 1:1 with the reference vessel diameter (rvd), meaning no oversizing of the stent. This was against the recommended practice and what is included in the IFU. The importance of stent oversizing of a minimum of 1mm was discussed with the physician. A query regarding the stent diameter compared to the rvd was forwarded for clinical opinion and the following responses were received: "...an under-sized stent could result in poor wall apposition of the stent struts which could increase the risk of thrombosis. However, I don't know for certain whether sizing the stent the same as the vessel diameter would result in "relative" undersizing that could pose this risk." The above statement was forwarded for further clinical evaluation and the following comments were provided. "...sfa stent undersizing could potentially increase risk of thrombosis. In the aaa limb/leg setting the working hypothesis is that lumen irregularities can create high shear forces in the flow of blood, and these in turn can create localized prothrombotic conditions." "...incomplete apposition of stent struts to the vessel wall is clearly a risk for stent thrombosis.... Ivus was used to understand the sometimes incomplete strut apposition and help improve the sizing and post-dilatation techniques and these, along with the use of dapt (aspirin plus ticlopidine) reduced the thrombosis rates to about 1%. I agree that sizing a self-expanding stent the same as the rvd seems like a risk for incomplete strut apposition, and thus a risk for thrombosis. Self-expanding stents should probably also be post-dilated well, and the less oversizing the more diligent the post-dilatation should probably be..." It can be noted that as per instructions for use, ¿the stent size should be selected so that the unconstrained stent diameter is at least 1mm larger than the reference vessel diameter and no more than 2mm larger than the reference vessel diameter¿. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. Based on the information received, and the feedback outlined above, stent undersizing and incomplete apposition to the vessel wall may have caused or contributed to the event. As this requirement has been clearly outlined in the product IFU, this occurrence of stent thrombosis can be attributed to user error. It may be noted that as per instructions for use arterial thrombosis is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided, the thrombosis was treated by anti-thrombotic therapy/lysis and no additional stents were placed. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This final MDR is being submitted due to the update to the investigation. Event description: thrombosis event occurred after stenting. Reference also reports # 3001845648-2016-00099, 3001845648-2016-00101, 3001845648-2016-00102, 3001845648-2016-00103 and 3001845648-2016-00129.